Event description:
During a routine fitting, it was seen that the implant had malfunctioned in 2005, even though the patient could still hear 'normal sound'. However by monday 3 days later, the patient was no longer able to hear.